Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the circumstances that led to the lead jostling for the first time included the patient was moving more by that time. The patient might have turned a bit, managing to dislodge the straight (not paddled) leads. Steps taken to resolve the issue included repositioning and replacing the straight leads with paddled leads and both removal of parts of the vertebrae in the lumbar and thoracic areas.

Manufacturer narrative:
Concomitant medical products: product ID: 37701, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 377675, lot# v007949, implanted: (B)(6) 2006, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4). The patient has had multiple leads throughout his life it is unclear which had the issue. Refer to regulatory reports 300756623 7-2015-03503, 6000153-2015-00321, 6000153-2015-00322, 6000153-2015-00323, and 6000153-2015-00324 for information on the patient's other leads.

Event description:
The patient's three leads had been jostled about three times. The leads could not slide in as easily so they opened up a couple of vertebrae. The first one maybe occurred in 2006, but the patient did not remember the dates. The patient's relevant medical history included chronic low back pain and spinal pain. The circumstances that led to the leads being jostled remains unknown. No outcome was reported regarding this event. Follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #6000153-2015-00324 for information on the patient's other lead.